Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during preparation, the visual inspection revealed that the stent was loose on the stent delivery system (sds); therefore, another sds was used to complete the procedure. No add'l event or pt info is available.